Event description:
Indentation noted in the arterial bloodline during dialysis treatment. Occurred 1 1/2 hrs into treatment. Blood sample spun and revealed trace hemolysis. Pt had no symptoms. Completed treatment with new set up. Discharged in stable condition.